Event description:
A customer contacted beckman coulter inc. (Bec) stating that <1.0 cc fluid leaked into their unicel dxh 800 coulter cellular analysis system because the nrbc mix chamber was not draining. There is an exposure control/risk management plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported. There was no affect to patient results with regard to this event.

Manufacturer narrative:
Bec customer technical support (cts) had the customer attempt to clear the blockage from the drain pathway by filling the mix chamber with 50% bleach solution and perform the drain mix chamber function x5. The issue was not resolved and service was sent on-site. The field service engineer (fse) went on-site and found that the customer had removed a plug in the nrbc mixing chamber and the issue had been resolved. The customer mentioned that they were unable to determine the composition of the plug and did not observe any rubber debris from stoppers. The root cause of the leak is attributed to a plug in the drain of the nrbc mix chamber. (B)(4).